Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 06/25/2020. Device evaluation: the sample was returned to manufacturing site for evaluation. The device was evaluated under microscope and residues of viscoelastic was observed. No lens in the device. Also, a piece of the haptic was observed stuck in cartridge. The reported issue trailing haptic not folded was not verified but haptic detached was confirmed but it could not be determined if the condition observed is related to manufacturing process due to lack of information and the reported lens was handling and used in a surgical procedure. Also a video was received from the account and was evaluated with the sme (subject matter expert) and base on the video, the reported issue of haptic detached was verified but it could not be determined if the condition observed is related to manufacturing process as the device preparation could not be evaluated and the reported lens was handled and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaint folder has been created for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic got distorted in an inverted v shape and did not come off from the tip of a plunger. The intraocular lens (iol) was removed from the eye to be checked. The extended trailing haptic was found caught in the plunger and was torn by the hook. The incision was enlarged in order to remove the iol. The procedure was completed successfully with the backup lens and there was no patient injury reported. No additional information was provided.